Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient coded due to right ventricular (rv) failure from an unknown cause. The patient had been having continuous low flows for two to three hours following return of spontaneous circulation (rosc). Log files confirmed low flows on (B)(6) 2022. The set speed had been changed from 5300 rotations per minute (rpm) to 4200 rpm which caused low speed operation alarms. Additional information was received that the physician changed the pump speed during the code. The low flow alarms were attributed to rv failure and tamponade. The device was operating as intended and did not contributed to rv failure. As of (B)(6) 2022, the patient continued in critical care.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of low flow alarms. According to the account, the cause of the low flow alarms was right heart failure and cardiac tamponade. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure and cardiac tamponade could not conclusively be determined through this evaluation. The controller event log file contained data from 25jun2022. Sustained low flow alarms were captured throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and pericardial fluid collection, as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04may2022. No further information was provided. The manufacturer is closing the file on this event.